Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy effluent. One day after the onset, the patient was hospitalized for the event via emergency room. Treatment for the event was not reported. At the time of this report, the patient was recovering from the peritonitis event and pd therapy was ongoing. No additional information is available.